Event description:
It was reported that an alert was received in the remote home monitoring system indicating tachycardia therapy was programmed off in this cardiac resynchronization therapy defibrillator (crt-d) for an unknown reason. The physician was made aware of the alert. No further assistance was requested. Additional information has been requested. No adverse patient effects were reported. This device remains in service. Attempts were made to obtain additional information, however, no additional information is available. If pertinent information is provided in the future, a supplemental report will be submitted.